Event description:
Customer reported that the cartridge on the pump kept popping off without any alarm or warning, while the pump still showed it was connected. The customer's blood glucose level was displayed as "high" due to the issue, indicating a specific value was unknown. The customer did not take any action to address the high blood glucose, and no third-party assistance was required. Technical support instructed the customer to inspect and clean the pneumatic tap area on the pump, and no housing damage or debris was found. Multiple attempts were made by tandem technical support to obtain additional information; however, a response was not received.